Event description:
This is a case report from foreign country that refers to a baxter products in 2008. It is reported that, frozen bag was exit from secondary bag in order to be defrosted. This bag was cracked on the bottom. The sample is not available. No consequence at injection. Additional info received: the bag contained umbilical cord blood cells that were intended for pt use. The pt engrafted as expected. The pt did not require remobilization, re-apheresis, or re-selection. The pt did not suffer any other adverse clinical consequence. The fill volume of the bag was 164ml. The location of the break was on the low back side. The product was stored in espace 311 (air liquide) in nitrogen steam. The bags are frozen in metal cassettes. On overwrap is used during thawing. The frozen bag is transferred into gambro dfvcg 4.3 thermo sealed. Then is thawed in a 37 degree distilled water bath.

Manufacturer narrative:
Baxter medical assessment: this is a cryocyte bag breakage that occurred during/after thawing. There is no info of any pt adverse outcomes at this time. It seems that the product in the broken bag may have been infused so there is a risk regarding a break in sterility and a resulting infection, due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, this breakage could potentially cause or contribute to an event. An attempt should be made, if possible, to obtain the pt outcome. As the customer has stated that the pt engrafted as expected and the pt did not suffer any adverse consequence no additional activity is required. Cryocyte bag breakage is currently being addressed through CAPA.